Manufacturer narrative:
(B)(6). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and angina. The target lesion was located in the mid left anterior descending artery with 80% stenosis, a length of 12.0 mm, and a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 18/20 mm study stent with 0% residual stenosis. A non-target lesion located in the right posterior descending artery was treated with balloon angioplasty and placement of a 2.50 x 15 mm promus rapid exchange non-study des during the index procedure. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2010, the patient experienced cardiac chest pain, in (B)(6) 2010, unstable angina, (B)(6) 2010, atypical chest pain, (B)(6) 2011, the patient again experienced chest pain. (B)(6) 2012, unstable angina was again reported. In (B)(6) 2012, the patient underwent urgent coronary artery bypass grafting surgery with placement of reverse saphenous vein graft (rsvg) distally to the obtuse marginal which had a 99% in-stent restenosis in the 2.5 x 15 mm promus stent; svg to the proximal and distal portion of the left circumflex which had 40 and 50% in-stent restenosis in the 3.0 x 15 mm promus stent and the 2.75 x 28 mm promus element stent, rsvg distally to the right posterior descending artery which had a 2.50 x 15 mm promus rapid exchange non-study des. The event was resolved and the patient was discharged.